Manufacturer narrative:
The device was returned to Olympus for inspection.Date of event is unknown, additional information will be provided if available.A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction found during device evaluation is caused not established.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device. "This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements."

Event description:
The customer returned the colonovideoscope, which was an Olympus asset with no reported complaint. During device analysis, the service repair technician indicated that white residue was observed in the air/water supply cylinder and channel. There was no patient involvement.